Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that 4 days after implantation of an intraocular lens (iol) in the left eye (os), the patient presented complaining of vision loss and eye pain. Slit lamp examination identified a fibrin reaction with hypopyon. Based on the findings the surgeon concluded the cause as endophthalmitis. Two days later, the patient was evaluated by a retina specialist who noted the view of posterior segment was limited due to vitreous opacity. A vitreous tap was performed, and an injection of vancomycin and ceftazidime was administered. The patient's best corrected visual acuity (bcva) decreased to hand motion. In the implanting surgeon's opinion, the most likely cause of the event could not be determined. The patient¿s outcome is unknown, as they have not returned for follow-up and cannot be reached. The following medications were prescribed for use at home post-operatively: prednisolone 1%: 1 gtt qid x 2 weeks, then tid x 2 weeks (total duration: 1 month), ofloxacin 0.3%: 1 gtt qid x 7 days, ketorolac 0.5%: 1 gtt qid x 2 weeks, then tid x 2 weeks (total duration: 1 month).